Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 250cc mentor smooth round moderate plus profile memorygel breast prostheses catalog: 3504501bc lot: 7587417 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient who underwent primary breast augmentation surgery with two 250cc mentor smooth round moderate plus profile memorygel breast prostheses experienced left sided capsular contracture baker¿s grade IV post procedure. The capsular contracture was diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 9/18/2019, patient has a planned explantation on (B)(6) 2019. Also in outcomes attributed to adverse event. Other serious is unchecked and required intervention is now checked. Manufacturer¿s reference number: (B)(4).